Manufacturer narrative:
The device history record (DHR) for lot: e24062121s was reviewed and no anomalies related to the reported issue were observed. Prior to a lot¿s release, the lot must be deemed acceptable by-passing inspections that are based on a valid sampling plan. During production, inspectors routinely examine a statistical sample both physically and visually. A photo was provided for evaluation and the reported issues were confirmed. However, physical samples are required to further investigate the root cause. At this time, no physical samples have been provided. As such, a root cause could not be determined. We will continue to monitor related reports to determine if additional actions are necessary.

Event description:
The customer reported that the large cotton gauze/wrap is noticeably thinner, prone to fraying, and leaving rough edges that can cause cotton debris in wounds. Because of its fragility, staff often need to use more product to achieve appropriate coverage. Additional information received on 21oct2025 stated that the weaves on this brand are wide requiring double the layers. The rolls fray on the ends and most especially when cut causing fragments to fall off. They are not aware of any situation where debris was in a wound, but are concerned it could happen. The rolls are used in both a clinical and surgical setting.